Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. It was reported that the event was manifested by nausea, vomiting and cloudy effluent. The patient was treated with gentamicin (intraperitoneally, dose, duration and frequency not reported) for the event. The patient was discharged three days after hospitalization and was recovering. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.